Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. H6: proposed code: mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and review of the available records identified the following: patient had a thr. The patient was checked for cobalt and chromium levels check, present without any issues, good steady gait and rom. The patient was checked; reported occasional pain with standing and coughs, satisfied with right hip, reports no problems. Cobalt 6.2, chromium 6.5, increased significantly since last visit, but still in acceptable levels. X-ray images reviewed; found good placement, and no signs of loosening. Plan for revision of right tha due to metallosis, wear of articular bearing, and pain. Revision is scheduled. No other contributing factors of event were noted. A definitive root cause cannot be determined. Based on the medical records, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient is being considered for a right hip revision approximately sixteen years post implantation due to elevated metal ion levels, metallosis and wear of the articular bearing and pain. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Cmp (B)(4). D10: cat #: 103202 / taperloc por fmrl 7.5x135 / lot #: 273900. Cat #: 15-106050 / m2a-38 cup non-flared sz 50mm / lot #: 129350. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.